Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary. Investigation selection: investigation site: cq zuchwil. Selected flow(s): damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: upon visual inspection of the complaint devic it can be seen that the plate is cut on both ends (shortened) and that the plate is broken between the hole six (6) and seven (7), this thus confirming the complaint description. Furthermore, the plate has dents, deformation and scratches all over, which are most likely the result of bending. In addition, the surface is showing some spots of discoloration. Document/specification review: drawings and revisions are in accordance to DHR of production lot. All relevant features are defined on the used drawing revisions of DHR of production lot. A review of the raw material device history record(s) determined the raw material lot met all specifications with no issues documented that would contribute to this complaint condition. Summary: the complaint is confirmed as the plate is broken in two parts as reported. The review of the production history revealed that this item was manufactured according to the specifications. No manufacturing related issues that would have contributed to this complaint condition were found. Moreover, a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. Unfortunately, we are not able to determine the exact reason for this occurrence, but we have to assume that the breakage is a result from multiple bending cycles, as the surface is all over littered with dents, deformation and scratches. To prevent such problems, it is necessary to operate according to the technique guide (dsem/cmf/0814/0025(2), page 23, precautions: avoid reverse bends as it may weaken the plate and lead to premature implant failure.). The cause of complained malfunction is a post-manufacturing caused and/or use related, therefore the in the investigation flow listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 04.503.772, lot number: 6672255, part manufacturing date: may 18, 2011, manufacturing site: elmira, part expiration date: n/a, nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 6672255 of ti matrixmandible recon plates was processed through the normal manufacturing and inspection operations with no rework or non conformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the component device history record(s) determined the component lot 6509398 met all specifications with no issues documented that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot 6169515 met all specifications with no issues documented that would contribute to this complaint condition. Device history review: a review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Event year is reported as 2017; however exact date of event is unknown. Reporter is jnj representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2021 that the patient underwent for a revision surgery of a broken pre-bended plate-mandible reconstruction-without external trauma. The patient had a surgery on the year 2017. It was unknown if the revision surgery completed successfully. There were patient consequences with broken plate to revision. This complaint involves one (1) device. This report is for (1) ti matrixmandible 7x23 angle recon plate left 2.8mm thick. This report is 1 of 1 for (B)(4).